Event description:
The patients daughter and physician office assistant (poa) called regarding the patients bolus clicks. Patient's daughter was not sure how many clicks she was supposed to give the patient. Poa stated the patient has been on and off v-go often and was just put back on it. Patient's daughter was advised the patients hcp will advise them on how many clicks the patient requires. Patient's daughter informed me the patients blood sugar was at 507 and patient was breathing heavy. Patient daughter stated she was unsure if the patient had any symptoms from the high blood sugar because the patient does not speak.

Manufacturer narrative:
(B)(6) pharma ae assessor spoke to the family member of the vgo user for further investigation of the complaint. No additional information about this complaint could be obtained. The information provided by cc is the information that is available. The vgo cannot be excluded from the serious complaint. However, the patient was just restarted on the vgo and the caregiver did not know how many clicks to give. Therefore, the vgo is unlikely contributing to the hyperglycemia but rather the uncontrolled bg level and management prior to restarting the vgo were the likely contributing factors and then not knowing how many clicks to give also contributed to the hyperglycemia.